Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness, low oxygen and nausea following initial implant surgery. The recipient was reportedly prescribed medication (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly admitted to the hospital on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section a.1, a.2, a.3, d.1, d.4, d.5, d.6a, d.6b, h.4, h.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly passed away. The recipient's death was not device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.